Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm during a prime. Customer stated they have changed the infusion set several times, but the issue persisted. The customer's blood glucose was 94 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime when a new reservoir was applied. The customer was advised changing the reservoir resolved the issue. The customer agreed to return the product for analysis.

Manufacturer narrative:
Two opened and used reservoirs, snap caps, and septums were inspected for anomalies and none were found. An occlusion test was run and the reservoirs were not occluded.